Manufacturer narrative:
H.6. Investigation summary: one customer photo was received for review and analysis. After review and analysis of the customer photo, the photo does not depict the reported defect. In addition, 29 retain samples were tested for stopper creepout and stopper pop off. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 29 samples resulting in 2nd stopper creepout or stopper pop off. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Therefore, bd is unable to confirm the customers reported defect of stopper creepout. Bd was unable to determine a root cause.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes cover is easily falling off. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the cover is easy to fall off after opening the cover."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes cover is easily falling off. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the cover is easy to fall off after opening the cover."